Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead oversensed noise. No changes or intervention was performed; the device will continue to be monitored. The patient was in stable condition.